Manufacturer narrative:
(B)(4). Concomitant medical products: 00875304402 11012996 shell with multi holes porous 44 mm o.d. Size ee for use with ee liners. Country: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the liner failed to seat into the cup. The surgery was completed with a second liner. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A liner was returned in good condition. Dimensional analysis of the liner found no deviations from the print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.